Event description:
It was reported that the device was stuck during a user test. The facility biomed powered the device off and the device failed to complete the boot up sequence upon power on. The biomed power cycled the device several times and cleared the event logs that were logged in the memory. However, the event codes returned at a later time. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and device repair options. Follow up with the reporter confirmed that the device was removed from service and the customer did not have immediate plans to repair device.